Event description:
Additional information was received from a healthcare provider. They reported that, per the physician's operative report from (B)(6) 2021, the patient had an outpatient encounter that day. The diagnosis was, "mobile battery unit following an accident, most likely with capsular break." The operative procedure notes stated an incision of the pocket site and removal of the old battery was done, and it was replaced with a new battery and closure of the pocket site. The postoperative condition was satisfactory. IV sedation was administered, general, given by a nurse anesthetist. The indications noted the patient reported "the present time for revision of the unit," the patient apparently got into an accident with the door knocking against the unit in the back. It started flipping. The patient still had a good amount of improvement in the incontinence, meaning the patient's continence level was still very good, but the patient was having some discomfort and also able to feel the unit move, the wire. They tried to conservatively manage that with padding and dressing, and apparently really did not improve the patient's situation, even though the unit was working well, so the plan was to make an incision, take a look at the unit, and if there was any significant damage to the unit because it was a direct hit to the battery, and the plan would be to exchange the battery and to use an antibiotic cover to place it. They would also take a look at the leads. If the leads were basically okay without any "___" unit, or without any significant crusting, then they would not worry about it. The patient understood the risks, complication, possibility of postoperative pain, bleeding, seroma formation, hematoma formation, infection and rejection, metal allergy, and pain in the are of the pocket site incision. The patient understood the risks and complications and agreed to the procedure. The description of the procedure noted the patient had been given 2g of an antibiotic. They were placed in the prone position, given IV sedation and local anesthesia. The back was prepped and draped in the usual fashion. A small pillow was placed under the lower abdomen to flatten the sacrum and they did have the c-arm moved into place and took a look at the x-rays. The x-rays did not indicate any significant abnormality of the wire, even though it was a tilted pos ition of the unit. After prepping the patient in the normal matter, and using local anesthesia, the pocket site was incised, and the capsule was extremely thin and broken anteriorly, and they were able to get the unit out. The capsule was intact laterally, medially, as well as posteriorly all the way around, and then the wire was not basically twisted at all. There was no corkscrew appearance or any significant twisting. They did a counterclockwise maneuver, rotated the battery. The wire was completely intact. They took another c-arm evaluation to make sure the position through the intervertebral foramen was basically okay, that was also alright. "The leads tested good." With that in mind, the area was thoroughly irrigated with water, and once having done that, they did unscrew with the torque wrench the screws, and then took the whole battery out. The battery was then placed in the antibiotic cover. They used the lead until the blue tip was visible at the far end of the header of the neurostimulator, and using a wrench, were able to tighten the screw very nicely and with "side up in the antibiotic cover" it was placed back into the capsule and they fixed it with an absorbable suture to the underlying subcutaneous tissue, probably some fascia through the small opening. Once having done that, they closed the capsule using another absorbable suture, and also closed the subcutaneous tissue with absorbable sutures. Using absorbable suture, they did a subcuticular closure of the skin. They used a cyanoacrylate tissue adhesive right on top and did just a sterile dressing, and a transparent medical dressing. The patient tolerated the procedure quite well. They talked with the patient's spouse and asked them not to wet it, to use a plastic wrap to cover the area if the patient was going to take a shower even though they had a waterproof cover. They were given a prescription for an antibiotic twice daily for about a week, and also given some narcotic to take pro re nata (p.r.n. (As needed)). If the patient had increasing pain, fever, chills, redness, swelling, excessive bleeding, the patient should give them a call, otherwise, they would see them back for a follow up examination in approximately one week.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va23ajc implanted: (B)(6) 2020 product type lead note: h3 applied to ins only. Note: h6: previous b20, c20, d14 still applies, now on lead. B21, c21, and d16 now apply to ins. Previous g02002 still on ins. G02025 added for lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the hcp stated there was a 'mobile battery unit following an accident most likely with capsular break.' Device was removed and replaced. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 analysis of the returned ins njy465607h revealed that the ins passed functional testing; however the setscrew was backed out too far. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.